Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior tibial artery (ata). A 4f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced to predilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.